Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested twice on a competitor platform (molaccu covid-19 detection kit) and the results were negative. A new sample was collected the next day and tested on the cobas liat as well as with the competition platform (molaccu covid-19 detection kit) and the results were negative. The original sample was repeated once more on the cobas liat and generated negative results for all targets. The positive result was reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although a root cause cannot be identified with the information provided, the result is likely a true positive for sars-cov-2. A review of the provided data suggests that true amplification was generated for the sars-cov-2 target. The alleged lot was previously tested in-house with no issues. The investigation indicated that the reagent is working as expected and a systemic product problem cannot be identified.